Event description:
The customer reported that "the 'pre-introducer' attached to the exeter stem was bent." It was further reported that there was no damage to the outer packaging or inner sterile packing. It is further reported that "the procedure was completed using another exeter stem with no adverse consequences."

Manufacturer narrative:
Investigation in progress. No additional info available at this time.